Event description:
It was reported that this colonovideoscope exhibited error e237 and e226 and froze in the middle of a diagnostic colonoscopy procedure. The procedure was prolonged for greater than or equal to 30 minutes while sedated. It was completed with an olympus back-up device. There were no reports of patient or user harm.